Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 7mm x 4cm balloon. Buckling was noted at the strain relief on the sheath. Additionally, the sheath tip was buckled, indicating retraction issues. No anomalies were observed to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The balloon was connected to an in-house inflation device, and successfully inflated to rated burst pressure (40 atm), and held pressure. The balloon was then deflated within specification. The deflated balloon was then inserted through the returned sheath, with difficulty at the buckling in the sheath. The balloon was then retracted without issue. Additionally, the balloon was able to be inserted through and in-house 6fr sheath, and retracted without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. A visual inspection did not find any deflation or retraction related defects on the returned balloon device. However, buckling of the returned sheath, as well as buckling of the sheath tip was identified. The balloon was able to be inflated and deflated without issue. Therefore, the investigation is unconfirmed for the reported deflation issue. Although the balloon was able to be retracted from the returned sheath without issue, based on the condition of the returned sheath, the investigation is confirmed for sheath-related retraction issues. The definitive root cause for the reported or identified issues could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.

Event description:
It was reported that during an angioplasty procedure in a left arm focal venous anastomosis, the pta balloon allegedly had difficulty deflating. During removal, the balloon allegedly got stuck inside the sheath; therefore, the balloon and sheath were removed as one unit. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in a left arm focal venous anastomosis, the pta balloon allegedly had difficulty deflating. During removal, the balloon allegedly got stuck inside the sheath; therefore, the balloon and sheath were removed as one unit. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.